Event description:
It was reported that the device powers on and off on its own. There were no consequences or impact to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. Upon visual and functional testing the customer complaint could not be duplicated. The unit was found to visually and audibly alarm during alarm conditions. It was also found that the display background has slightly discolored to bluish however, the display functioned as designed. The number, text and figure were clearly displayed and does not contribute to the reported issue. A service history record review that this unit was in the field for (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.